Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open units. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received two open units with the needle detached from the thread but the thread was still wound on the pack. Without any closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a proper analysis cannot be performed to study the affected product to see if it does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-open and analysed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. Taking the device from its package, holding the needle with the needle holder, the thread broke at the junction with the needle. This occurred with two thread/needle detachment.